Event description:
It was reported that the tubing of this inflatable penile prosthesis twisted around the reservoir approximately three months after implant. Since this happened, he has not been able to inflate or deflate the device. A revision surgery is planned. No patient complications were reported.